Manufacturer narrative:
Follow-up # 1, date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: a review of the total daily dose history from (B)(6) 2011 to the end of pump use on (B)(6) 2011 indicated that insulin delivery totals correctly reflected programmed values. There were no alarms or conditions noted in the pump history that would indicate a pump malfunction. The pump was exercised for 29 hours with no insulin delivery issues. There were no insulin delivery defects found on investigation. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
The patient reported that in (B)(6) 2011 she experienced a blood glucose (bg) of greater than 1,000 mg/dl and was taken to the emergency room. She stated that she received a diagnosis of diabetic ketoacidosis (dka) and was admitted to the intensive care unit for (B)(6), and was then moved to a medical unit for (B)(6). Specific dates for the bg excursion and hospitalization were not given. The patient reported that she was disconnected from the pump during the hospitalization and was treated with an insulin drip and insulin injections. She reported that she resumed the pump after discharge from the hospital. The patient refused troubleshooting the pump. She stated that her pump settings had not been changed prior to the incident. The patient stated that the infusion set had been in place for (B)(6) when her bg excursion occurred. She noted that her bg values had been elevated since inserting the set, but was unable to recall if she had checked for ketones and could not provide specific bg values. She stated that the infusion set was removed in the hospital, and the cannula was bent. The user guide instructs the user to change infusion sets after two consecutive elevated bgs. The patient reported that the time and date were incorrect at the time of the call to animas customer support (cs) because the battery had been out of the pump for several weeks. The patient declined correcting the time and date at the time of the call to cs. This complaint is being reported because the patient allegedly experienced dka while using insulin pump therapy. Use error may have contributed to the patient's elevated bg, as the patient did not change infusion sets while experiencing elevated bg.